Event description:
It was reported that pump did not detect cartridge during use, and no additional details about circumstances or blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor prepared replacement pump, with no further outcome information available at this time.